Manufacturer narrative:
H3: device still in transit, therefore, analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the support clip lock was loose compared to other products. There were no contributing factors. The support clip on the contralateral side was placed on the same bar ball base, and when it was closed, it was locked as usual, but with the subject support clip, reproducibility of a loose lock was confirmed. A different product was opened, the support clip was replaced, and it was locked as usual. The issue was resolved.